Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "no mains ac icon displayed on the front panel - one of the external 1.6amp fuses had blown." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device was not sent to baxter for device evaluation or repair since the customer self-repaired the pump and put the pump back into use at the facility. Therefore, the reported condition of a colleague infusion pump with "no mains ac icon displayed on the front panel - one of the external 1.6amp fuses had blown" cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.